Event description:
A diamondback gen 2 peripheral orbital atherectomy device (oad) was used for treatment of a lesion in the common femoral artery (cfa) via contralateral access. Tortuosity was minimal, and the lesion was heavily calcified. The stenosis extended into the superficial femoral artery, which was chronically occluded; there was pre-existing no flow after the cfa and profunda. Stenosis was 90%. Two low-speed treatments were performed, followed by two medium-speed treatments, and a high-speed treatment. During the second high-speed treatment, an unexpected audible noise was observed, and the oad became stuck on the guidewire. At this time the physician was not sure if the oad was stuck on the wire or stuck in a dissection plane. The physician was able to remove the oad and wire together, and it was then noted the wire had fractured and the fragment remained in the tip bushing of the oad. The vessel was rewired, and the procedure was completed with angioplasty. The physician was confident there were no fragments left in vivo. Device analysis determined the fractured component was a driveshaft filar as opposed to a guidewire.

Manufacturer narrative:
Device analysis conclusion: the oad and wire were received at csi for analysis. The guidewire was engaged in the oad. There was no damage observed to the core shaft or spring tip of the guidewire despite the original information reported to csi. Analysis of the oad revealed a driveshaft filar fracture. The fracture occurred underneath the saline sheath, thereby causing damage and separation of the sheath. The fractured driveshaft filar prevented the guidewire from being removed, which confirmed the report that the oad had become stuck on the wire during the procedure. It should be noted that the fractured driveshaft filar is similar in appearance to a fractured guide wire core, which could explain why the customer mistakenly reported a guide wire fracture. Review of the device data log identified a stall event near the end of the procedure. It is unknown if this is related to the reported complaint. Scanning electron microscopy analysis of the fractured filar faces identified evidence of fatigue. It is hypothesized that a compressive force or tight bend radius was applied to the sheath while spinning, which caused an elevated stress environment resulting in the eventual driveshaft damage. Although this could not be confirmed, and the root cause of the damage remains unknown. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).